Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the patient had some tremor control, but started to have moments of intense dizziness and had to turn the device off. It was noted the patient did not want any further programming and would keep the device off until the impedance issue was resolved. It was reported that a surgeon was going to discuss surgical options and a tentative date was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s tremors were returning. The patient saw their healthcare provider for programmer who noticed that the impedance on contact 3 was high. The patient reported that their granddaughter hit them on the head on their ins pretty hard, which is the same time the issues started happening. That was reported to have occurred in (B)(6) 2017. The patient was programmed to contact two, which did not resolve the tremor. Contact 2 was also found to have high impedance. The patient¿s programming was fine tuned using contact two and the patient was happy with their tremor control. An xray of the system was taken and no issues were found. The patient will continue to see if the new settings work, and if not they will go into the or to try and explore and fix the issue. No surgery is planned at this point. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were reviewing the impedances using an alligator clip, with the initial allegation reviewed.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found the device to be functionally okay with insignificant anomalies. Analysis of the extension (serial no. (B)(4)) found the conductor to be broken less than 5 centimeters from the proximal end. Result code updated from (B)(4) to (B)(4), (B)(4), and (B)(4). Conclusion code updated from (B)(4) to (B)(4), (B)(4), and (B)(4). Additional product analysis: product analysis #(B)(4): analysis information -- 2017-06-19 13:34:14 cst pli# (B)(4) product ID# (B)(4) the implantable neurostimulator (ins) passed functional testing. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Product analysis #(B)(4): analysis information -- 2017-06-19 13:18:21 cst pli# (B)(4) product ID# (B)(4) analysis identified that the #2 and #3 conductor(s) was/were broken in the body of the extension 2.7 cm from the proximal end. And no electrical shorts were identified between the circuits. Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(4) 2017 product type extension if information is provided in the future, a supplemental report will be issued.